Event description:
The pt stated that for five months in 2009, he experienced elevated blood glucose of up to 240 mg/dl and he believes the infusion device does not properly display the e4 (occlusion) error and the insulin delivery is inaccurate. His normal blood glucose level is 120 mg/dl. He bolused through the infusion device to lower blood glucose levels. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info obtained it will be provided in the supplemental report.